Event description:
It was reported that this pacemaker was found to be in safety mode. The patient presented in-clinic due to palpitations, no syncope symptoms were observed. Technical services (ts) discussed the safety mode, patient symptoms, potential for oversensing, and recommended the device be replaced and returned for analysis. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient presented in-clinic due to palpitations, no syncope symptoms were observed. Technical services (ts) discussed the safety mode, patient symptoms, potential for oversensing, and recommended the device be replaced and returned for analysis. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. Received additional information the device is suspected to have been discarded and will not return for analysis.